Event description:
During an acl repair five screws broke. The surgeon was using a 9mm tibialis tendon graft and reamed a 9mm tunnel. After three attempts with the 7mm screws, the surgeon completed the repair using an 8mm. The surgeon used a starter prior to insertion of the screws. On the tibial side a 10 mm screw was used that broke and was replaced with a 9mm. Temp indicators were noted not to be their normal silver color but they were not black either. The driver used with the screws did not seem to fit properly. The surgeon was able to retrieve everything out of the pt. A delay of 20 minutes resulted. No pt injury or complications took place.

Manufacturer narrative:
Device is not being returned for eval; therefore, no determination could be made for the reported device failure.